Manufacturer narrative:
Two circuits were received for evaluation. Both circuits were clear of blood and no residual blood or fibrin was noted. Coating coverage testing was conducted at the sites were clotting was observed by the clinician to ensure that the product was adequately coated with the carmeda bioactive surface. In summary, the coating was found to be within specifications and no problems were observed.

Event description:
The report indicated that following 60 hours of vad support, a clot developed at the tubing connection. Line #1 was changed out with no pt compromise. Approx. 11 hours later, a clot was noted at the connection and line #1 was changed out with no pt compromise. Approximately 5 hours later, a clot was noted and line #1 was changed out with no pt compromise. The pt died on 12/30/97 but not as a result of the device or product change out. The device was used for an off-label indication and beyond the label claim of 6 hours of use.